Event description:
It was reported that this atrial lead dislodged approximately 1 month after the implant. The physician was unable to reposition the lead so the lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.